Event description:
Country of complaint: (B)(6). During mesh fixation (hernia surgery) needle detached from thread.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 15 unopened racepacks and 1 opened. Received two complaints the same day from different end customer of this code batch. There are no units in OEM stock. Received one open sample without needle, there is only thread inside, and 15 closed samples (one of them with the needle detached from the thread). Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complain is corresponding (justified). Corrective/preventive actions: corrective action has been initiated at OEM.